Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Rinseback was not completed as the operator was unsure of what to do, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide. Facility staff attributed the reported alarm to user error as the operator had not cleaned the bld mirror as required. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed alarm recovery, rinseback procedures, as well as regular maintenance requirements with the operator. Nxstage medical considers this report closed. No additional info will be provided.